Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have been asked. If the sample is received, or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a spine/lumbar procedure, the electrode tip began to crack and split, then a piece fell into the patient cavity. The piece was retrieved without injury to patient.